Manufacturer narrative:
Correction to the initial MDR field. Should have been: UDI=(B)(4). Additional suspect medical device component involved in the event: model#: sc-3354-25 serial #: (B)(4) description: w4 splitter 2x4-25 cm additional information was received that the patient had stimulation issue with her ipg and device malfunction was suspected. Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the device is capable of being fully charged under a proper charging method. However, the ipg was tested with the associated splitters and impedance measurements were low. Functional test failed the impedance test on all electrodes due to the initial impedance value check failure. An in-depth analysis confirmed that the source of the impedance anomaly originated from the section of u1 analog ic. Sc-3354-25 (sn: (B)(4)) device evaluation indicated that the visual/x-ray inspections and impedance test of the splitters revealed no anomalies.

Event description:
A report was received that the patients ipg and splitters were no longer working. The patient underwent a revision procedure wherein the extensions were removed and ipg was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.